Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Code of 4581 was chosen to capture the event of pneumoperitoneum. Pneumoperitoneum is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that following tubing placement, the patient experienced intense abdominal pain that radiated to the clavicular region. It was reported that the patient had a soft abdomen with pain on palpation. The patient underwent an urgent scan which revealed pneumoperitoneum. It was reported that the patient was treated with IV antibiotics.